Event description:
It was reported that the 9600 system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The customer was instructed in the boost process during the service call. The system was tested and found to be working as intended, and put back into service.